Event description:
It was reported that the ventricular lead had high thresholds with bipolar pacing and a pacing failure was noted that resulted in the patient experiencing heart failure. The parameters on the lead were reprogrammed. About a week later, during a device replacement procedure the lead was explanted and replaced due to sensing integrity counter (sic) data and a suspected lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.